Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure modes could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd neoflon¿ pro IV catheter gets damaged easily. The following information was provided by the initial reporter: the catheter material gets damaged too easily.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1: enter address information: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ pro IV catheter gets damaged easily. The following information was provided by the initial reporter: the catheter material gets damaged too easily.